Event description:
The reporter stated that rptr did meter to lab comparison tests. Rptr did a meter test in a fed state, and the lab test was done immediately following. Rptr's meter reading was 147 mg/dl, and the lab test result was 220 mg/dl. Rptr did not have any symptoms. A control solution test was not done due to unavailability of solution. On f/u, the reporter stated that rptr cleans the meter every week, and checks the confirmation dot for enough blood. Rptr tests one or two times per week. No harm was alleged.